Manufacturer narrative:
The product reportedly did not perform as expected by the customer. Evaluation of the sensor involved in the incident found the sensor to be functioning as expected. Over a four hour monitoring period, the temperature of the sensor's led stayed within 3 tenths of the testing environment's ambient temperature. This indicates that the sensor's led does not produce heat. The findings of the evaluation are not considered a product malfunction. It is possible that clinical application of the sensor caused or contributed to the reported adverse event. Additional information was requested to confirm that a serious injury did occur and what treatment, if any, was necessary. No response was received as to this query. Due to lack of response to requested additional information, it cannot be confirmed that any of these scenarios occurred. As a result, we are considering the cause of this event to be unknown.

Manufacturer narrative:
Cannot confirm serial number. Initial reporter: phone number not provided. A follow-up report will be submitted upon completion of the investigation. At this time, there is indication of user error. The application site is too large or becomes too large due to edema, excessive pressure may be applied. This can result in venous congestion distal from the application site, leading to hypoxemia and tissue malnutrition. Skin irritations or lacerations may occur as a result of the sensor being attached to one location for too long.

Event description:
It was reported that, during deployment for use of the m1133a neonatal-infant-adult disposable spo2 sensor, the customer stated that the product "scalded" the patient.